Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected no delivery alarm. The customer stated when she did a regular set change it gave her a no delivery multiple times which led her to change quick set again and received another no delivery alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was not performed because the customer declined. The device will be replaced and returned.